Event description:
It was reported that, "head liner exchange. Revision due to broken head, dislocation."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.